Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: va0c85x, implanted:(B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead "was broken or not functioning correctly". The patient  stated she is going to have the system replaced. No further complications were reported.